Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the customer¿s insulin pump rewind without any warning prior to the event. The customer¿s blood glucose was unknown at the time of the incident. They had also checked the insulin pump¿s alarm history and there was no error alarms present. They had also carried out a self-test on the pump which passed. The insulin is not expected be returned for analysis at this time.